Event description:
It was reported that this cardiac resynchronization therapy defibrillator had stored episodes oft-wave oversensing. Boston scientific technical services recommended device reprogramming and possibility of lead repositioning. This device and competitor right ventricular lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).